Event description:
It was reported that during the surgery on (B)(6) 2025 for addition of drg lead for new pain, it was discovered that patient's left l2 drg lead had completely migrated back to the ipg site. The l2 lead was then explanted but the physician was unable to replace it due to patient's anatomy. Post-operatively therapy was restored. It is unknown which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm slim tip implant lead kit, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8691153. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.